Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr) appears to be related to procedural conditions and due to the slda of the clip. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the second implanted clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip performed on (B)(6) 2017 to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was implanted reducing mr to 3, however, a medial jet remained. Thus, a second clip (cds 60809u193) was advanced to the mitral valve. There was no difficulty grasping the leaflets and the clip was implanted medial to the first clip. As there was still an open lateral jet, a third clip was successfully implanted reducing mr to 1. The clips were confirmed to be secure on the leaflets and the procedure was ended. Approximately 10-15 minutes after completion of the procedure, echocardiogram showed that the second clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased from grade 1 to 2. The patient is stable. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported complete clip detachment/ccd appears to be a result of patient anatomy/patient conditions, as the increased heart rate and defibrillation likely contributed to the slda clip detaching from the posterior leaflet. The reported patient effect of embolism and foreign body left in the patient were secondary effects of the ccd. The reported patient effect of mitraclip emboli, and failure to retrieve mitraclip system components, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: it was reported that on (B)(6) 2017, the patient had been a victim of a hit and run. The patient ran after the driver and the patients defibrillator went off twice because the patients heart rate increased, over 200 bpm. Echocardiogram was performed and it was found that the previously reported single leaflet device attachment (slda) clip had detached from both leaflets and embolized into the apex of the left ventricle. The patient was kept in the hospital over the weekend. The patient is not a surgical candidate; therefore, the patient will be monitored. The clip was stable in the apex and the patient was discharged from the hospital on (B)(6) 2017. No additional information was provided.